Event description:
Additional information from the patient indicated that on (B)(6) 2016 they received an epidural to resolve the pain/shocking in their right hip. They also had an appointment scheduled for a second shot on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was experiencing intermittent shocking/pain in the right hip related to positional movements of turning in bed. There were no falls or trauma associated with the onset of the event. The patient suddenly started experiencing pain in the right hip on (B)(6) 2016 and shocking in the right hip on (B)(6) 2016. After recharging on (B)(6) 2016, the patient began to have terrible pain in her right hip and a number of days went by and it would come and go and it didn¿t matter if she was taking opiates or not and sometimes the stimulator would make the pain sharper and worse. The patient went to the hospital on (B)(6) 2016 and they did a CT scan thinking that the patient had a kidney stone, but it didn¿t show anything and the x-rays didn¿t show anything. When the patient moved the night prior to the report in bed, she got a shock in her right hip. The patient ¿had a mess of those shocking's in her right hip.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.